Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator power cord in the wall socket exploded and broke apart. The patient reported an electronical storm about a few days ago which affected the television and the telephone line. The communicator was not connecting. A boston scientific company representative advised for a communicator replacement. No adverse patient effects were reported. The communicator is no longer in service.